Event description:
The customer stated the act diff 2 instrument generated high wbc results on two patients. The first patient had results for the initial run and first rerun flagged with system generated flags. Second rerun results were considered correct. This patient was redrawn and run on a different act diff 2 instrument which gave system generated flags on initial run. The sample was rerun with results considered correct. Review of the data for the second patient showed no erroneous results were generated. Erroneous results for the first patient were reported out. There was no death, injury or change to patient treatment associated with this cf event. The fse performed startup, reproducibility, carryover & vip, all passed. The root cause for the high wbc result is unknown, but the sample was appropriately flagged with system generated flags. Per labeling, xxxxx flag indicates an aperture alert. A problem was detected during counting that could compromise the integrity of the results. X flag indicates that one of the multiple aperture alert criteria was not met.

Manufacturer narrative:
As part of a retrospective review, this event was determined to be reportable.